Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A tapered screw-vent implant with mtx surface (tsv4b10) was received for investigation. Visual inspection of the as returned product identified minor signs of wear due to usage around the external threads. The internal hex was in good condition. There was presence of bone residue around the external threads. Measurements were taken and through dimensional analysis and comparison to drawings (dwg no. Pd-tsv4b10 rev. C), it was determined that the product met design specification. Pre-existing condition noted on the product experience report was low bone density (type iii). Pictures or x-ray images were not provided. A device history review was performed and no related non-conformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: document reviewed: instructions for use for tapered screw-vent, advent and trabecular metal implants, 4869 rev 7-01/16. Information identified: contraindications, warnings, precautions, breakage and adverse effects. Per the applicable IFU, under the sections warnings and precautions, it is stated that infection and bone loss are indication of a failing implant and overloading is on of the key contributors to implant failure. Complaint reported that the implant was removed due to peri-implantitis. The reported complaint (bone loss + infection / peri-implantitis) couldn't be verified. Bone loss could not be verified since x-ray images were not provided. In addition, infection could not be verified through visual inspection of the returned device since it is a medical condition. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Initial reporter: email address unknown / not provided.

Event description:
It was reported that the patient developed peri-implantitis.